Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 and constant gong alarms) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication and the constant gong alarms is the open wire. The root cause of the open wire is excessive force placed on the trunk cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code 204 and constant gong alarms.